Event description:
It was reporting that the device was not heating. No additional information.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked tank cover, front cover and bent microswitch. Functional testing found the device heating up wasn't running due to a damaged microswitch confirming the customer complaint. The root cause of the reported issue was found to be customer damage. Replaced microswitch, tank cover, and front cover. Device passed all functional testing. UDI section of d4 is unknown, no product information has been provided to date.